Event description:
Patient was leaning forward and put light pressure on the IV (intravenous) line. Cstd (closed-system drug-transfer) connector disconnected at the connector and injector at the y-site.